Event description:
It was reported that a error code occurred during testing. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found "1720" error code message on power up when batteries are inserted. Defective back up capacitor will be replaced. The root cause of the issue could not be determined. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).